Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer reverted to an alternative method of insulin delivery. Customer¿s blood glucose level was 200 - 219 mg/dl.